Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not confirm or duplicate the customer¿s reported issues. No other abnormalities were identified with the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during a thoracoscopic lung resection procedure, e216 and e226 (scope communication errors) occurred with the subject device. In addition, the image blacked out momentarily in the middle of the procedure, but the image was restored by itself. The intended procedure was able to be completed using the same device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the communication errors e216 and e226 and the temporary loss of image were unable to be duplicated. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.